Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.file two of three for the same event.

Event description:
The surgeon reported the patient is now symptomatic to the allergy of nickel and will have a revision surgery. The patient had a normal patch test, however she developed pain and swelling and has had a positive patch test. The patient will receive a titanium implant, the date of the revision surgery is unknown at this time.